Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain rating 4 out of 10. The patient¿s pd effluent was cloudy with fibrin visible. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip)vancomycin with a total of five doses (dose and frequency unknown). The culture came back with no growth and the peritonitis was classified as sterile peritonitis. The patient¿s white blood cell (wbc) count was 272 and the neutrophil count was 32. The patient denied taking any antibiotic prior to the culture collection. The cause of the peritonitis has not been determined.